Manufacturer narrative:
(B)(4).

Event description:
Per the published journal article, an uphold vaginal support system was implanted into the patient on an unspecified date between october 2009 and january 2012.according to the article, the patient had a unilateral pudenal neuropahic pain postoperatively. This complication required additional surgery and finally the removal of the posterior mesh 16 months after implantation.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.